Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.